Event description:
During use of the ligasure impact sealer instrument, the surgeon used it a few times and then on the subsequent use it did not perform. Upon inspection, the scrub tech noticed that the "knife" in the end of the device was misaligned with the track within which it functions, causing it to be stuck. The device was removed from the field and a second device opened. During use of this instrument the same thing occurred after a few uses.